Event description:
Reporter stated that her husband has been using the g5 since 2016. Husband observed that machine takes several days to calibrate and he needs to change sensor once every week. Machine works by alerting him via phone when blood sugar is low or high. On (B)(6) 2019, machine indicated that his blood sugar was 178mg/dl. Reporter expressed concerns for this could be dangerous if he was to administer insulin based on the machine value. Whenever husband checks his blood sugar manually, he is 40-50 points off what the machine generates.